Event description:
In 2008, boston scientific was informed that during preparation, the resolution clip device sheath that covers the clip was "mashed" on the end. The case was completed with another of the same device without any complications. Pt is "okay".